Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, this is an update after phone call with costumer. The ward use the pivc for 1 hour during an examination. They flush (nacl) through the top of the vps housing. The white plug, originally attached rear of the mandrin, is used to plug the rear exit of the vps. This plug looks much like 394080. The threads does not really match between vps and the plug and when flushing through the top it leaks from the back-exit. It's also after some minutes shown blood in the vps housing. Costumer did not noticed( payed attention) to this leakage at once, ( (B)(6) 2019) but is now experiencing this more and more often. Their idea is that the plug is not closing the exit tightly caused to a change in the manufacturing process. This leads to blood leaks behind. They haven't experienced this before. They haven't noticed if there is any difference if they take a pivc from another lot." 1 of 2 complaints.

Manufacturer narrative:
H.6. Investigation summary two representative samples were received by our quality team for evaluation. Upon visual inspection and end cap flow control plug disassembly force testing, no abnormality was observed; therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation no root cause could be determined due to the sample passing acceptance criteria. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, this is an update after phone call with costumer. The ward use the pivc for 1 hour during an examination. They flush (nacl) through the top of the vps housing. The white plug, originally attached rear of the mandrin, is used to plug the rear exit of the vps. This plug looks much like 394080. The threads does not really match between vps and the plug and when flushing through the top it leaks from the back-exit. It's also after some minutes shown blood in the vps housing. Costumer did not noticed( payed attention) to this leakage at once, ( 1:st of october 2019) but is now experiencing this more and more often. Their idea is that the plug is not closing the exit tightly caused to a change in the manufacturing process. This leads to blood leaks behind. They haven't experienced this before. They haven't noticed if there is any difference if they take a pivc from another lot." 1 of 2 complaints.